Event description:
Analysis of the returned device found that the subject coil got fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire and coil introducer sheath was not returned. The main coil was seen to be kinked. The main coil was seen to be jammed inside the micro catheter. The main coil was seen to be broken. During functional inspection, coil in catheter friction functional test- the target coil was jammed inside the catheter. An attempt to flush the device was unsuccessful. The device was then soaked in warm water for approx. 10 minutes. A mandrel was then advanced but could not be advanced anymore once encountered with the coil. It was then soaked a little longer and the coil was pulled manually out of the distal end of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. Continuous flush was maintained throughout the procedure. The subject coil got stuck within a microcatheter due to resistance in the shaft. An assignable cause of procedural factors will be assigned to as reported and as analyzed coil in catheter friction and to as analyzed main coil kinked/bent and main coil broken/fractured during use as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.